Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed vent error message was confirmed through the archive data review and functional testing. The root cause is due to a defective temperature sensor cabling. However, reported issue of battery error was not confirmed during functional testing or archive review of the returned autopulse platform. Visual inspection of the returned autopulse platform was performed and found damage encoder cover and the drive shaft was found to be stiff when rotated due to sticky clutch, not related to the reported issue. After replacement of the damaged cover and deburring the clutch, the device was further tested and passed the functional testing with no issue or faults observed. The autopulse platform is a reusable as well as serviceable device and was manufactured in 2011. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. The platform has exceeded its expected service life of 5 years. The platform was functionally tested and during power up displayed a user advisory (ua) 11 error message. Further testing identified that the temperature sensor cabling is defective. The archive data was reviewed and contained multiple occurrences of user advisory (ua) 11 (max patient temperature exceeded) and user advisory (ua) 41 and error messages on (B)(6) 2018, rather than on the reported event date given by the customer, confirming the reported event. The report of a user advisory (ua) 11 error message and the user advisory (ua) 41 error message observed during archive review are related, and a replacement of the temperature sensor was required to remedy these issues. There's no indication of battery error or power related failure in the archive data. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a vent error and battery error message during training and on a call. The user was unable to resolve the issue. The autopulse platform was replaced with another device for both incidents, training and on a call. No patient harm or consequence reported on this event. No further information was provided. For incident occurred on a call see ccr 39792, MFR: 3010617000-2018-00433. Customer reported date of event is (B)(6) 2018, however it is unknown that the date belongs for which occurrence.